Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her insulin pump received a no delivery alarm due to being out of insulin. The customer's blood glucose value at the time of incident was 170 mg/dl. She stated that she was in the hospital for her heart and removed the insulin pump before a undergoing a procedure. The customer doesn't have insulin with her at the hospital and cannot fill her pump until she gets home; she cannot clear the no delivery alarm otherwise. The customer was advised to call for assistance with setting the device back up to deliver basal rates when she gets home from the hospital, and she agreed to do exactly that. No products were replaced, returned, or shipped.